Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
Per email: over infusion. Patient's mother calling to report medication is empty, but appointment is not until today at 1:00. Reviewed pump settings to confirm reservoir volume is 0, rate 120 ml/hr, given 1066 ml. She states day 1 treatment rate was 44 ml/hr. Assisted her to stop, power pump off, and clamp tubing. Verified medication regimen is epoch, and patient is receiving day 2 treatment. Patient's mother could locate total volume 1065.79 ml over 24 hours on pharmacy label, and confirms that medication bag is empty. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on monday 29-aug-22: I saw the patient to check the pump when she came into our infusion center ((B)(6)) patient was not adversely affected, besides some increased nausea, and pump did say 120ml/hr and keypad was locked nurses who connected cadd pump the day prior did a double check per policy and confirmed rate was correct (44.4ml/hr) when pt left our facility ((B)(6)). Device is now available for investigation. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem was found with the device. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500.